Manufacturer narrative:
Product quality engineering (pqe) has investigated this complaint and determined that there is no indication that the product did not meet specification. No product has been returned for this complaint to date. As the lancing device was not returned for this complaint, a tripped trend review was completed for the time period of (B)(6) 2018 to (B)(6) 2019 and there was no adverse trend identified. Owen mumford, the third party manufacturer of the freestyle lancing device ii, continues to monitor complaints received for the freestyle lancing device ii. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The serial number of the device is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s sister reported customer¿s freestyle lancing device came apart when trying to cock it and due to this customer experienced a medical event. Caller further reported that on (B)(6) 2018 customer was unable to perform a blood glucose test because of the broken lancing device and then began to feel ¿weak¿. Customer was taken to her healthcare provider who instructed them to go to an emergency room. At the ER, customer had labs drawn, was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. Customer was discharged to home once his glucose was stabilized. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s sister reported customer¿s freestyle lancing device came apart when trying to cock it and due to this customer experienced a medical event. Caller further reported that on (B)(6) 2018 customer was unable to perform a blood glucose test because of the broken lancing device and then began to feel ¿weak¿. Customer was taken to her healthcare provider who instructed them to go to an emergency room. At the ER, customer had labs drawn, was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. Customer was discharged to home once his glucose was stabilized. There was no report of death or permanent injury associated with this event.